Event description:
It was reported that during implant, the physician had difficulty inserting the lead into the pulse generator header. The lead was able to be secured and the pulse generator was implanted successfully. The patient was in normal condition.